Manufacturer narrative:
This report is submitted on july 05, 2023.

Event description:
Per the clinic, the patient experienced an infection and a loss of osseointegration resulting in fixture loss. The patient was treated with oral and topical antibiotics (specific date and duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report.